Event description:
It was reported that during a rectum procedure, no error code. No manual activation possible. Only firing with foot. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.